Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a short circuit condition code 1004 after delivery of a low impedance shock that was delivered for an inappropriate rhythm. Technical services recommended to replace both the device and right ventricular (rv) lead as therapy could be compromised. At this time, this crt-d and rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that indicated that this device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory confirmed that a shorted lead error (code 1004) was recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). Laboratory analysis of this associated right ventricular lead confirmed a short between the distal and proximal high-voltage conductive paths. The clinical observations of low impedance and code, along with the damaged plasma fuse found during analysis are consistent with a high-voltage electrical discharge through a short circuit between the compromised lead and the device.

Event description:
This supplemental report is being filed to include device analysis details.